Manufacturer narrative:
The device is available for evaluation, but has not been received yet. The results of the investigation are not available at the time of this report.

Event description:
The incident was reported as: after 10 staples, the stapler does not advance the staples. No patient injury reported.